Event description:
Customer's spouse calling. Tested customer's blood glucose at 6:45pm and received a reading of 111mg/dl. The customer was sweaty, shaky, and not responding. The spouse called paramedics, and retested within ten minutes and received a result of 247mg/dl. The paramedics arrived and tested and received a result of 21mg/dl. The cusotmer was given an IV and was taken to the hospital where customer was hosptialized. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.